Event description:
The customer reported to olympus, the image was too bright on the evis exera iii xenon light source and it kept switching between auto and manual modes. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported the lamp usage indicator was almost full. The lamp was replaced, and the end user said the image was too bright in certain spots. Tac instructed the customer to reseat the maj-1941 light source cable and check the maj-1933 digital light source cable for proper connectivity. Tac recommended to white balance the scopes prior to each procedure. The customer will observe and call back if issue occurs again. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section b5 was corrected with information that was inadvertently left out of the initial report. Section h4 was corrected for accuracy. A review of the device history record found no deviations that could have caused or contributed to the brightness issue. Based on the results of the investigation, the problem was able to be resolved through troubleshooting. The device was not returned for analysis. Olympus will continue to monitor field performance for this device.

Event description:
During a colonoscopy when the device was against the colon wall, the image was very bright. The issue was resolved.